Manufacturer narrative:
(B)(4). Device evaluated by MFR.:returned product consisted of a guidezilla guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed kinks in the distal shaft located 5.5 cm and 6.5 cm from the tip of the device, with shaft damage (flattened) for a length of 2 cm and was located 7 cm from the tip, tip damage (one side if tip inverted/folded inward), collar damage (abrasions) and a partial separation at the collar. The max outer diameter (od) of the tip and the damaged distal shaft were both measurements exceeding guidezilla specifications. Functional testing could not be done due to the damage to the tip and collar. The undamaged portion of the shaft was measured and met guidezilla specifications. The partial separation at the collar is consistent with the device being torqued during the procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported there was difficulty advancing and the collar became damaged. A guidezilla¿ ii guide extension catheter was selected for use. The device was advanced into the guide catheter. However, severe resistance occurred inside the guide catheter and the device was unable to further advance. The device was simply removed and damage to the collar was observed. At this time, no complete or partial separation was observed at the collar. The procedure was completed with a difference device. There were no patient complications. However, device analysis found a partial separation at the collar.